Manufacturer narrative:
Reported event: customer reported that the rear knob was sheared off. Device evaluation and results: device evaluation was performed and the variable hip end effector event was confirmed. Device history review: review of the device history records indicate (B)(4) devices were manufactured and inspected on 04-30-2015. (B)(4) were accepted with no reported discrepancies, this includes the returned device. (B)(4) were dispositioned according to npr (B)(4). Additionally, the inspection record confirms that the certificate of conformance for assembly was present and accurate for all top and subassembly components. Complaint history review: a review of the (B)(4) complaint databases were reviewed from 2011 to present for similar reported events regarding locking mechanism failure of catalog: 206967, serial number: (B)(4), lot #: 19040914, RMA #: (B)(4). There have been three events referenced for the lot number. Prs # (B)(4) - were found to be from the same lot as the part in this complaint. The parts from pr # (B)(4) displayed similar oxidation. Conclusions: the exact cause of the event was: the variable hip end effector showed a failed locking mechanism. Specifically the locking mechanism knob was broken, which has made actuating the locking mechanism difficult. Additionally, the locking mechanism shows signs of oxidation. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #760 has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). At the end of the case when disengaging the impactor shaft from the end effector, it was noted that the rear knob was sheared off. This did not affect the case and it was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). At the end of the case when disengaging the impactor shaft from the end effector, it was noted that the rear knob was sheared off. This did not affect the case and it was completed successfully.